Event description:
It was reported that the pt has had an increase in seizures, same as pre-vns baseline for awhile. System diagnostics were performed and initially gave dc/dc code = 2. They were performed again and gave dc/dc code = 0. The physician tested several times in different pt positions and the dc/dc code fluctuated between 0 and 2, but the last few stayed at dc/dc code = 2. Per pt, stimulation is perceived more when pt is laying on left side. Pt's settings were changed at the end of the visit. At this time no interventions are planned, but pt will be monitored. Pt is not experiencing any painful or erratic stimulation. X-rays were sent to the MFR for review and no anomalies were noted.

Manufacturer narrative:
MFR reviewed x-rays of the implanted device. X-rays reviewed by the MFR, no anomalies noted. Device failure suspected, but did not cause or contribute to a death or serious injury.